Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device received a low flow alert several times while cooling a patient. The patient¿s temperature was 33.8c with a target of 33c. The water temperature was 9.2c with a flow rate of 0.4l/min. The complainant confirmed there were no kinks and she had disconnected and reconnected the pads. The flow rate did not increase. She did not want to do further troubleshooting on the pads so she switched out the device. Per troubleshooting on the second device, the flow rate remained at 0.4 l/min. The complainant reconnected the pads several times without flow rate changes. She again confirmed there were no kinks or bends in the pad tubing. The complainant stated she would change out the pads and would save the defective pads to send in as a sample. Per follow up, biomed will be handling the shipment of the pads.

Event description:
It was reported that the device received a low flow alert several times while cooling a patient. The patient¿s temperature was 33.8c with a target of 33c. The water temperature was 9.2c with a flow rate of 0.4l/min. The complainant confirmed there were no kinks and she had disconnected and reconnected the pads. The flow rate did not increase. She did not want to do further troubleshooting on the pads, so she switched out the device. Per troubleshooting on the second device, the flow rate remained at 0.4 l/min. The complainant reconnected the pads several times without flow rate changes. She again confirmed there were no kinks or bends in the pad tubing. The complainant stated she would change out the pads and would save the defective pads to send in as a sample. Per follow up, biomed will be handling the shipment of the pads.

Manufacturer narrative:
The reported issue (it was reported that the device received a low flow alert several times while cooling a patient. The patient¿s temperature was 33.8c with a target of 33c. The water temperature was 9.2c with a flow rate of 0.4l/min. The complainant confirmed there were no kinks and she had disconnected and reconnected the pads. The flow rate did not increase. She did not want to do further troubleshooting on the pads so she switched out the device. Per troubleshooting on the second device, the flow rate remained at 0.4 l/min. The complainant reconnected the pads several times without flow rate changes. She again confirmed there were no kinks or bends in the pad tubing. The complainant stated she would change out the pads and would save the defective pads to send in as a sample. Per follow up, biomed will be handling the shipment of the pads) for this complaint was unconfirmed, during the visual evaluation. The pads were inspected and were found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of the clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears or perforations. The seal between the manifold connector and pad was found completely sealed, the energy connectors were found free of damages. It was noted that there was evidence of the sealing presence on the pads. No related manufacturing issues were noted during the visual evaluation of the pads. According to the test method the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿